Event description:
Information received from the field notes that when the patient was seen for a routine follow-up, she was in atrial fibrillation with rates between 75 bpm and 92 bpm. Attempts to interrogate the device were unsuccessful. The patient left against medical advice prior to any further procedures.